Event description:
See initial report.

Manufacturer narrative:
H 11: service activities have be completed and installation of the new honeywell sensor for co2 (co2 flow sensor) solved the issue. Unit will be returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. The most likely root cause for the reported issue has been assigned to defective flow sensor for co2. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 gas blender system. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that electronic gas blender displayed error meaning calibration fault has occurred in the actual value/actual value comparison (e19) when co2 is set to 1.0l/min. No error was displayed when flowa was at 0.9l/min. No abnormalities in o2 or air. The issue occurred during inspection. There was no patient involvement.

Manufacturer narrative:
The device was returned to manufacturer for investigation. The gas blender was cleaned and disinfected. Testing of the device confirmed the reported issue: error e19 was displayed at the end of the accuracy test for co2 with 1l flow. Device was tested again after a second calibration has been performed and again all co2 values failed. The co2 flow sensor needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.